Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number: qmmhre. Was the suture broken during use in the patient or during manipulation, before use in the patient? During use in the patient. Were there any consequences for the patient? No, they summoned her the next day to suture her with another suture but she had closed the incision without suturing. Date and name of the procedure? Was held on december 13. It was an extracapsular cataract intervention when closing the cornea. Could you confirm the availability of the device for return? If available, please provide the return/tracking status of the device. The device was discarded and is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture ruptured easily. The wound was looked to be resutured, yet the wound was closed with out suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number: qmmhre. Was the suture broken during use in the patient or during manipulation, before use in the patient? During use in the patient. Were there any consequences for the patient? No, they summoned her the next day to suture her with another suture but she had closed the incision without suturing. Date and name of the procedure? Was held on december 13. It was an extracapsular cataract intervention when closing the cornea. Could you confirm the availability of the device for return? If available, please provide the return/tracking status of the device. The device was discarded and is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture ruptured easily. The wound was looked to be resutured, yet the wound was closed with out suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/9/2022. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.